Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported via online "right side capsular contracture baker grade iii/IV." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported via online "right side capsular contracture baker grade iii/IV." Device remains implanted. Right side.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿deformation device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: a4, h6.

Event description:
Healthcare professional reported via online "right side capsular contracture baker grade iii/IV." The device has been explanted.